Event description:
The customer reported that the system had a communication failure between the fluoroscopy button and the workstation and the generator locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage at the fluoro functions board was adjusted and the transformer outputs were verified. The system was tested and found to be working as intended and put back into service.